Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside of the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/60years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: systemic or endoventricular thrombolysis to treat heartware left ventricle assist device thrombosis: a clinical dilemma, 2015; 39 (6): 526-529. Doi:10.1111/aor.12423 the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads) and treatment of vad pump thrombosis using endoventricular thrombolysis. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. It was reported in the article that four patients underwent endoventricular thrombolysis for pump thromboses. The patients presented with sustained power elevations, elevated lactate dehydrogenase (ldh), clinical signs of hemolysis, and/or symptoms of heart failure. The vads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high-power event including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm thresholds. If information is provided in the future, a supplemental report will be issued.